Event description:
On 03/21/88 an aus device was implanted. On 06/23/93 the balloon and connects were revised. On 06/11/97 the entire device was removed from the pt and replaced due to recurring incontinence.